Event description:
It was reported that, three days post-implant, the patient with this right ventricular (rv) lead presented to the emergency room three in a syncopal episode. Lead dislodgement was confirmed via x-ray. The lead was successfully repositioned. No additional adverse patient effects were reported. This lead remain in service.